Event description:
She stated the lift will not move with ease. She stated the casters are not welded properly to the base of the lift.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.